Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the shock impedance trend has been stable with the average measurement of approximately 150 ohms over the previous year. Rhythmcare recommended lead replacement. This lead currently remains in service. No adverse patient effects were reported.